Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was doing extremely well post botox 200 units and had excellent results with both their interstim and myrbetriq. The outcome of the event was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was not due to programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the urinary incontinence was not determined. It was reported that the event of urinary incontinence was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported urinary incontinence. Interventions included medication of botox 200 units that would be administered on (B)(6) 2018. The patient reported that on (B)(6) 20117 that incontinence had worsened. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. Specifically, it was due to programming where it was last programmed on (B)(6) 2017. It was reported that the event was ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Updated from adverse event and product problem to adverse event. If information is provided in the future, a supplemental report will be issued.